Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to a defective r781 driven ground resistor on the computer/analog board. The root cause for the defective resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
On (B)(6): resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying adjust belt messages.